Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. Aspiration was not done with both the first and second positions of the suction valve. The air/water and balloon channels were not flushed using maj-1444 and maj-629. The air/water channel was flushed with water and air using mh-948. Manual cleaning was performed within one hour after the procedure. The device passed leak testing. The detergent used for manual cleaning is anios. The brushed points are instrument/suction channel, suction cylinder, and instrument channel port. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 21, 2023 sampling from: all channels cfu: 4cfu bacterial identification: micrococcaceae, bacillaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- insulation < threshold - bending section rubber glue ---separated - universal cord --- wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.